Manufacturer narrative:
Date of event is estimated. Therapy date is estimated. (B)(6). During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that patient lost therapy. Diagnostics revealed invalid impedances. It was noted that the lead had fractured. Surgical intervention took place on (B)(6) 2022 wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was restored post operatively.

Event description:
Additional information received indicates that diagnostics revealed high impedance on the lead.

Manufacturer narrative:
The reported event of lead fracture was confirmed. As received, the octrode lead had all its internal wires broken and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.